Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the insulin gauge was inaccurate. Additionally, it was reported that the fill tubing process took longer than expected. Customer¿s blood glucose ranged from 100-200 (mg/dl). Customer declined troubleshooting with tandem technical support. Reportedly, the customer continued using the cartridge for insulin therapy.